Manufacturer narrative:
Although requested, the product /has not been received. A follow up report will be submitted with investigation results should the logs/device/product be received for evaluation.

Event description:
The customer reported an IV 1/2ns 10 kcl 60 sodium acetate at 300ml per hr. Was infusing via alaris pump. The user noticed a leak at the y port from a split in the tubing causing the tubing to disengage from the smartsite. The IV tubing was in use for 2 hr. There is no report of patient harm. The event occurred in pediatric oncology.

Manufacturer narrative:
The customer's report of a leak at the y-site junction was confirmed. Visual inspection was performed on the primary set to look for defects such as cracks, kinks, tears and separations in the tubing and the rest of the components. No damage was observed anywhere on the set. Functional testing was performed and drops of blue dyed water were observed to be flowing out of the inlet engagement of the distal y-site and the tubing. Further tactile examination found that the y-site was able to be detached from the proximal tubing. Dimensional testing was performed and the tubing was measured to be well within the specification. The root cause of the leak at the y-site junction was found to be a manufacturing issue due to insufficient bonding solvent being applied at the junction of the vinyl tubing. Insufficient bonding solvent applied during the manufacturing process caused the y-site to leak and detach from the tubing.